Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was that the sieve beds were saturated causing low o2. The complaint of no alarm was not confirmed; however, a weak alarm was identified due to a broken power switch.

Event description:
Dealer advised low o2 at 61 percent after 5 hours of running with no alarm.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer advised low o2 at 61 percent after 5 hours of running with no alarm.